Event description:
It was reported that the customer has been experiencing high blood glucose readings. Customer reported that they have received few error alarms on t he insulin pump. Customer is unsure if correct settings are programmed. Button error alarm and a battery out limit alarm were noted in the alarm history. Customer's blood glucose reading at the time of the call was 438 mg/dl and was treated with a manual injection. No further information reported.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Insulin pump had button error alarm due to flattened all the buttons dome switch. No alarms noted during testing. However, an alarm found in alarm history screen due to corrupted history file. Insulin pump had minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.